Event description:
An allegation from an attorney indicated the patient died approximately twenty-three months post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.